Manufacturer narrative:
Device was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they fell and landed on insulin pump then had blank display on it. The customer blood glucose level was 142 mg/dl. It was also reported that contacts on the battery cap was neither missing nor damaged. It was also reported that the display did not returned after insulin pump restart. It was also reported that the there was crack on the screen of insulin pump. The insulin pump will be returned for analysis.